Manufacturer narrative:
Zoll has received the product for evaluation, however, investigation is pending. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, during shift check, the user's autopulse platform (sn (B)(4)) displayed user advisory - ua02 (compression tracking error) during power on and changing out the lifeband did not cleared the issue. No patient involvement.

Manufacturer narrative:
The reported complaint of a user advisory - ua02 (compression tracking error) message on the autopulse platform (sn (B)(4) was not confirmed during archive data review and during functional testing. However, ua07 (discrepancy between load 1 and load 2 too large) was observed during power on. Ua02 is an indication that the autopulse has detected a change in lifeband tension. This advisory can occur when the patient or lifeband is out of position, or if the lifeband is opened during active operation. No physical damage on the ap platform was observed during visual inspection. The autopulse platform is a reusable device and was manufactured in april 2004. The device has been operating for over 14 years and has reached its expected serviceable life of 5 years. During archive data review, it shows no user advisories occurred on the reported event date of (B)(6) 2018. Initial functional testing could not be performed due to ua07 (discrepancy between load 1 and load 2 too large) message. This issue was not related to reported complaint. Replacing the defective load cell module 2 would remedy the issue. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).